Event description:
It was reported that during a prostate procedure @ 218,000 joules of use and 27 minutes, the fiber was "firing in the wrong direction causing the operation to stop". The procedure was completed using a second fiber. Patient outcome: "no damaged to the patient". There was no report of patient or user injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-430a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.